Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had open book image. The customer¿s blood glucose level was 80 mg/dl at the time of incident. Customer stated insulin pump had insulin pump error alarm, no delivery alarm. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device monitored for several days and no unexpected pump error 24 alarm noted. No unexpected critical pump error (open book) during testing. No unexpected insulin flow blocked alarm/no delivery alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).